Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported insulin pump error. Customer's blood glucose level was unknown. Customer reported that there were some insulin pump error in the alarm history. The customer's blood glucose is normal, didn't require medical treatment. The pump has been out of warranty.